Event description:
The report received from the affiliate indicated that during an interventional procedure, the cypher select plus 3.0 x 18 mm stent could not be inflated. The report indicated that the product was not used in the patient. Another cypher stent was used to complete the procedure successfully without any reported complications or product malfunctions. There was no reported patient injury. Additional information has been requested.

Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states product. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.